Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Threaded mcreynolds extractor into tmzf stem to check stability. Backslapped a few times, and threaded portion broke off.